Event description:
The customer reported the ventilator restarted in ventilation mode while in use on a patient. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up attempts were made to obtain patient information from the customer; no response received to date.